Event description:
Advia 2120 is used to produce cbc results. The instrument printed a result with the pt's name, sid#, demographics that was incorrect. The physician questioned the normal result because the pt had been sent to the hosp for a critical platelet count. When the tube was pulled and rerun, the platelet count was low not normal. The pt was redrawn and the plt count was low. The first result was incorrect. There were no errors to alert the technologist of the error. The cbcs run in the same time period checked when rerun. This was an isolated incident which we have called into the siemens technical department. They have not yet determined the cause of this incident.